Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after six months of implantation of the patient's ventral tube, there was a seepage in the metal junction of the catheter. The catheter was replaced by surgery. There was no patient injury.

Manufacturer narrative:
Evaluation summary: a device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Two photos were provided by the customer. Visual evaluation of these photos was performed; in the first picture shows a labeling of the product. In the other the other picture, it was observed a metal adapter inside a plastic bag. It was not possible determined the reported condition. The reported condition was not confirmed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the second day after the operation, when the nurse was irrigating the catheter for the patient, a large amount of leakage was found at the interface. It was stated that the fluid leakage occurred at the metal joint. The catheter was replaced by surgery. The treatment being utilized was by prescription and 3m was used for wound dressing. It was also stated that the cleaning agents were allowed to dry thoroughly prior to dressing the area and prior to applying ointments. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.